Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a drawer failure. A field service engineer identified the issue recorded in the pyxis es station log file and then proceeded to reseat the retractor band connectors as well as the row board cable connector to the drawer controller to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system drawer 5.1 failed and required maintenance, which hindered users from accessing medication for a patient. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.